Event description:
After the lp500 was in place on a pt, the defibrillator asked to connect the electrodes, despite the connection was made. The defibrillator did not perform any analysis, no shock delivered, pt died. The report indicates that the device did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.